Event description:
Treatment of an aneurysm located in the ica (internal carotid artery) with normal vessel tortuosity characteristics. It was reported that the patient underwent pipeline embolization treatment in (B)(6) 2013. During the pipeline deployment, the device could not be released from the capture coil. The physician decided to retrieve the ped (pipeline embolization device); however, it released from the capture coil into the catheter upon removal. The entire system (pipeline, pushwire, and catheter) was removed from the patient. The procedure was completed with another ped.. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The evaluation could not determine the cause of the event as the pipeline was found opened and released from the capture coil; however, the capture coil was found damaged and may have contributed to the reported issue. (B)(4).